Event description:
Boston scientific crm received information that this right ventricular (rv) lead was explanted due to an infection. It was noted that the lead was damaged during the explant procedure and will not be returned.

Manufacturer narrative:
If the product is returned for analysis or if additional information becomes available, this report will be updated.is time,